Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 confirmed in pump history files and unexpected battery power loss shown in power graph due to j6 connector resistance issue.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer stated that the insulin pump switch off suddenly. Customer stated that he was changed the battery but the issue persist. Power error detected alarm recurred several times. Customer stated that he was able to complete rewound. Customer stated that the insulin pump was not exposed to extreme temperature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.